Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that the insulin pump was not dropped or bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.